Event description:
The account alleged that the foot hi/low is slowly drifting down on the stretcher. No patient impact.

Manufacturer narrative:
The technician replaced the foot hi/low hydraulic cylinder to resolve the issue.